Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient (pt) reported that they were unable to charge their implantable neurostimulator (ins), pt said that the recharger was finding the implant (ins) but does not charge which started last on (B)(6). Agent had pt plug the empty controller into the ac power supply; pt confirmed controller powered on. Pt reinserted the battery pack (bp) and confirmed green blinking light. Pt unlocked the controller and reported no device found; pt then pressed recharge. Pt confirmed no damage seen on controller port and recharger. Agent had the pt clean the pins on the recharger cord and blow air in the controller port. Pt connected the recharger and entered passive recharge mode, 100 100 100. Agent had pt move the recharger antenna in front of them; pt reported 0 0 100. Pt placed the recharger antenna over the implant; the middle number would go from 100 to 0 without the pt moving the recharger antenna. Pt mentioned that the antenna becomes warmer than usual when they attempt to charge which started about the same time when they were unable to charge their ins. Agent sent request to repair to replace the recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot#: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.